Manufacturer narrative:
The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator (vc) that while switching the pt from one system controller to another system controller, glue was noted on the percutaneous lead which had to be cleaned. The pt was then switched back to the first system controller and the area was cleaned. While this was being done, the first system controller was left on the power module power connections. When the vc switched the pt back to the first system controller, the red heart and continuous tone appeared along with " connect driveline" on the system controller screen. A drive line disconnected alarm also appeared on the system monitor and the pump would not start. The vc placed the pt on the back-up system controller.

Manufacturer narrative:
Device evaluation: the report of a driveline disconnected alarm was unable to be conclusively confirmed. The log file was retrieved successfully and it contained 41 events spanning approximately 1 hour and 27 minutes of data (from 9:35 am to 11:03 am on (B)(6) 2013 according to the time stamp). The information in the log file indicated that the driveline was connected and disconnected multiple times before the system controller was removed and powered down. The system started without issue in each event where the driveline was captured as being connected. The system controller was connected to a heartmate ii test pump and the system initiated operation at 9200 rpm (fixed speed was set to 9200 rpm) with no alarms active. The white and black power cables were independently disconnected and the system functioned as intended supported solely by either cable. A system controller self test was performed while the system controller was connected to a test power module and the system controller passed, verifying all audio and visual signals. The system controller passed functional testing and operated on a mock circulatory loop for a minimum of 4 hours without any notable event. The driveline was connected to and disconnected from the system controller multiple times throughout the analysis, and the driveline disconnected flag became active and cleared appropriately each time without issue. The returned system controller functioned as intended throughout the analysis and a correlation between the system controller and the reported event could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.